Event description:
Consumer complaint of high blood results. Back to back blood tests were 206mg/dl and 308mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).